Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient initially called stating they would call back and later reported having experienced two insulin occlusion alerts on (B)(6) 2025. The patient resolved the issue independently by changing supplies and confirmed that at the time of the call all supplies were working properly with no current alerts. They requested a replacement box of 23" 6mm teflon insets since multiple sets were used and only two remain until their next distributor shipment. The patient confirmed they do not reuse insulin cartridges, denied noticing leaks or kinks in tubing, and acknowledged the agent¿s explanation of possible occlusion causes. Bg remained unaffected and in range. The agent arranged for a two-day shipment of replacement supplies, and the patient will call back if further assistance is needed.